Event description:
A medtronic ent representative received a report from a surgeon alleging that the straight suction, axiem was not calibrating during a frontal endoscopic sinus surgery (fess) procedure. All other fusion instruments were tracking. The surgeon completed the procedure with the use of the fusion navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight unavailable from site at time of this report. Device manufacture date is unavailable at time of this report, however, has been requested. Site declined to return suspect device to manufacturer for further evaluation; reporting the instrument is currently working properly; there was no explanation provided. The medtronic representative cautioned the site regarding continued use without further testing by the manufacturer.

Manufacturer narrative:
Provided correct lot number and device manufacturer date.the suspect instrument was removed from the site's instrument tray by the medtronic representative. There were no issues found with the navigation system.